Manufacturer narrative:
One 8.5f introducer and dilator were received for evaluation. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A leak was confirmed in the valve of the returned introducer. Add'l testing confirmed the top half of the two part seal was not included during mfg. A review of the device complaint history revealed no similar incidents pertaining to the lot number reported in this event, this has been determined to be an isolated event. There were no reported pt consequences. (B)(4)

Event description:
It was reported air was aspirated into the sheath from the hemostasis valve during the procedure. An alternative device was used to continue the procedure. There were no reported pt consequences.